Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, an unspecified number of tubes were missing labels. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) university, investigation summary: bd had not received any samples or photos for investigation. A review of customer information, batch history, complaint history, and risk management did not identify any manufacturing or lot-related issues. The investigation does not indicate a level of risk requiring retained sample testing at this time. Complaints for this device and condition will be tracked and trended, and data will be routinely reviewed for emerging trends. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.